Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned to dexcom for evaluation. An external visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found and there were no internal damages found at the main board and its surrounding components. However, the resistance was measured for the usb (universal serial bus) connector and it was low. Therefore, the customer complaint of an overheating receiver was confirmed. The root cause was determined to be a damaged usb connector. Additionally, two usb chargers were returned with the device (lot number 2130260 and lot number 2130241). Both chargers did not have any physical damage found from a visual inspection. The usb cable pins were measured and a load test was performed. Both devices were determined to be operating within the required specifications; therefore, they are not defective.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was overheating. There was no report of injury or medical intervention. No additional event or patient information is available.